Event description:
It was reported that patient underwent a total hip arthroplasty 13 years ago. A revision has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event ¿ approximately 13 years ago. Brand name ¿ unknown. Device information ¿ unknown. Date implanted ¿ approximately 13 years ago. PMA/510(k) number - unknown. Manufacture date ¿ unknown.